Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, there was no display on the screen and the patient was instructed to restart the pump several times, but the screen was blank. The patient was also instructed to turn the pump off, clamp her tubing and call clinic. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.